Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6a; d10; g1; g3; g6; h1; h2; h6 upon receipt of additional information, it was determined this product should not have been reported under this complaint file under this MFR number. This report should be voided and a corrected report will be filed under MFR number cmp-(B)(4). 0001825034-2023-02409. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on an unknown date and has undergone multiple revisions. Approximately 11 years after the most recent revision, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: 2011. D10: cp114585 - 67mm finn tib brg set 14mm - 443100; pm100883 - small axle - 441700; 150478 - oss poly lock pin - 077840; pm100884 - small fmrl bshg set - 442970; cp114584 - cust thin finn tib bushing - 443500; 402439 - cobalt mv bone cement 40gm b - 949020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01147, 0001825034-2023-01148, 0001825034-2023-01149.